Event description:
The patient claimed that the animas pump pushed all the insulin from the cartridge during a load step. There was no evidence of product misuse. The issue was not resolved with troubleshooting. The patient is off of insulin pump therapy and is currently on the backup plan. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed no "pump not primed" warnings or "cartridge not detected" warnings. The black box revealed the pump returning to default time and date following power on reset. A rewind, load and prime sequence was performed successfully with no alarms. A force sensor calibration test revealed the force sensor was calibrated within specifications. The pump was opened for investigation and revealed no damage to the force sensor circuit. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.